Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) was sensing atrial output on the ventricular channel. This oversensing resulted in the inhibition of ventricular pacing.